Event description:
The trigger is jamming on the battery handpiece. After cleaning a brown substance that appears to be mud comes out of the trigger. After sterilization and cleaning the brown mud-like substance was not detected. The device was clean on the inside.

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Review of the manufacturing records has been requested.